Manufacturer narrative:
The customer reported that this unit displayed an incorrect map. According to the customer, map was calculated manually by the clinical staff to avert potential patient harm. The clinical specialist worked with the customer and checked the clinical settings to confirm that the nibp map calculation was set correctly to "calculate" as this would have impacted the map value generated. The nibp map was set correctly. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/31/2026 I called shawn to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for shawn to call me back with this information. Attempt # 3: 04/06/2026 I called shawn to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for shawn to call me back with this information.

Event description:
The customer reported that this unit displayed an incorrect map. According to the customer, map was calculated manually by the clinical staff to avert potential patient harm. There was no patient injury reported.